Event description:
It was reported that prior to an implant procedure, the leadless implantable pulse generator (ipg) tines stick out of the cup when the delivery system is deflected. It was also noted that the delivery system exhibited a deflection difficulty/deflection control bro ken. The device was opened/not used. There was no patient involvement.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following:  brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6). D9: yes, return date: 06-jan-2026 h3: yes product event summary: the analyst noted the full delivery system was returned with the device intact in the device cup. The analysis indicated that no anomalies were found. The analyst noted that no anomalies were found to the tines when deflection was performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.